Event description:
It was reported that (1) sw100 was used during a lap nissen fundoplication procedure. It was reported by the rep that the surgeon attempted to fire, deploy knot on suture assistant and knot would not form. The or team reloaded suture assistant and same problem repeated itself. A new sw100 opened and loaded, fired the case was completed successfully. There was no pt consequence.